Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." The IFU states in the interpretation of results section: "-samples with a calculated value greater than or equal to 0.80 index value and less than 1.00 index value are considered equivocal. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended. -samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."

Event description:
Discordant advia centaur(B)(6) results were obtained on samples from the same patient. The patient has been tested for (B)(6) since (B)(6) 2013. The results varied (B)(6) for the follow-up testing performed. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.